Event description:
It was reported that during initial training the ilet pump¿s screen was unresponsive even while on the charging pad, the charger showed a solid green indicator, the wake button produced vibration and a light gray screen, and the trainer could power the pump only briefly to pair the sensor; no blue charging circle appeared when first placed on the pad, and after extended charging the pump remained unresponsive, consistent with a key/button and touchscreen malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the trainer and analysis of the information provided. Investigation of this case revealed a software problem associated with unresponsive keys/buttons and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.